Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No battery out limit alarms noted or button error alarms noted during testing. The device had intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and missing end cap sticker.

Event description:
It was reported that the insulin pump buttons were not working. Customer took out the battery and reinserted and buttons were unresponsive and alarmed battery out limit and button error. Customer's blood glucose was 8mmol/l. Troubleshooting was done. Customer's current blood glucose was 4.9mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.